Event description:
Hospital personnel were attempting to externally pace a pt, condition unk. Allegedly the device displayed a pacing leads off message and would not pace. There were no adverse effects to the pt reported as a result of the alleged malfunction.